Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the past couple days every 30 seconds to 1minute she feels vibration in right vaginal area. She has never felt it before. It feels like when you are turning it up but it is intermittent. It last 5 seconds and then goes away. It is kind of random. Then it might not happen for a while. The only thing she did was turn it up a couple of notches to 2.2 volts. When this feeling happened she then turned it back down and it is still happening. Agent did not ask about the circumstances that led to the reported issue. Patient has had no falls, accidents, or medical procedures. I asked her how her symptoms are is she still getting symptom relief. The patient has the device for the bladder and the bowl and she said she has been having issues with both. She said, it is hard to say. She said, she made some changes so the symptom relief is not as much there as when she got the device. That is why she increased the stimulation. This has been going on for probably six months now. She had turned it up during the years and it had never happened before. She only feels the stimulation in one spot. Patient services asked if she had ever tired a different program and she said no. Checked the patients current settings and it showed program 2 at 2.0 volts and stimulation was on. Patient wanted to turn the therapy off. Had her shut the therapy off and then she got the por message. Patient said she has a recta field that might be causing her incontinence. She has also been going to the gym and drinking a lot more. Patient is going to leave it for a couple weeks and see how her symptoms are to determine if she wants to get the stimulator replaced.